Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 189 mg/dl and sensor glucose was 84 mg/dl at the time of call. The customer's blood glucose was 165 mg/dl at the time of incident. The customer stated that they were sleeping when it triggered threshold suspend. The representative explained to the customer how the blood glucose in the body. The representative explained to the customer there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The sensor will be replaced and will not be returned for analysis.